Event description:
According to the facility, on (B)(6) 2025, the patient had a foley catheter "with liquid stool intrusion under the seal and into the catheter".

Manufacturer narrative:
According to the facility, on (B)(6) 2025, the patient had a foley catheter "with liquid stool intrusion under the seal and into the catheter". Per the facility, the patient "did have a cauti prior to identified incident". As a result, the foley catheter was exchanged. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.